Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect printer settings and driver configuration had caused the label printing failure. A technical support specialist had opened the remote support service (rss) command prompt, executed power configuration commands to prevent usb power management from disabling the printer, reset the print queue, accessed device manager to adjust universal serial bus (usb) controller power settings, reinstalled the zebra printer driver, verified the printer was assigned to the correct usb port, configured printer defaults and preferences for direct thermal mode, and ensured the internal thermal printer was set as the default printer. After completing these steps, the tss confirmed with the customer that the printer was functioning properly and labels were printing as expected. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es labels were not printing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.